Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed a similar complaint for this released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that the healix knotless anchor 4.75 mm device broke while being inserted into the bone hole during a rotator cuff procedure. According to the report, the surgeon was able to completely remove the anchor. It was further reported that the surgeon inserted another healix anchor into the bone hole but had to remove the inserter to find the original bone hole and as he did this the second anchor fell off the inserter onto the floor. The surgeon then used a competitor's device to complete the procedure with no patient consequences but with a 10 minute delay. The sales rep verified that the bone quality was average. The surgeon used the yellow handled healix awl. Sales rep also confirmed the surgeon was not off axis and there was no audible sound that the anchor broke. The devices were discarded. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.